Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation results: the device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench handling, power cycling, and ECG monitoring stress testing without duplicating the customer's report. The defib cable receptacle was replaced as a precaution. The customer's multifunction cable was not returned for evaluation. It is recommended to discard the original multifunction cable and replace the original. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's do not use icon was displayed. Complainant did not indicate that there was any patient involvement in the reported malfunction.